Event description:
It was reported that the table on the 2600 system would not boot fully prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the head sensor pcb, and the table boots. The system operates as intended.